Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after developing a hematoma. The hematoma was evacuated. The patient would continue to be monitored.